Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(4) 2018 to assess test well images in question, which showed that they were visually negative. The immucor laboratory tested retention product on (B)(6) 2018 which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site (B)(6) against retention products dp099m and 221058, which yielded unexpectedly negative outcomes, which reproduced the customer's observation.

Event description:
On (B)(6) 2018, a customer site reported an unexpected negative antibody identification when using capture-r ready-ID extend I when used on a galileo echo instrument, when tested on (B)(6) 2018.